Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) alleging her mother's onetouch ultrasmart meter was displaying an unknown error message when she was attempting to test her blood glucose. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 8:00am, the patient reported the alleged issue occurred. The reporter claimed her mother uses humalin (unknown dose), 3 times daily, and glucophage (unknown dose) to manage her diabetes. The reporter stated the patient made no changes to her diet, activity level or medications on the day of the alleged issue. The reporter noted the patient developed symptoms of "shaky, hot and sweaty," 30 minutes after the alleged issue began. The reporter stated 40 minutes after the alleged issue began, she assisted her mother in tested on a back up onetouch ultramini meter and obtained a blood glucose reading of "60mg/dl." The reporter stated she gave the patient ½ glass of orange juice and had her "eat carbs" in response to the low reading. The cca was unable to assist the patient with troubleshooting the subject meter, due to the reporter did not have any testing supplies available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient was unable to test her blood sugar due to the alleged issue, developed symptoms suggestive of hypoglycemia, and required assistance from a third party after the issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 and (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.